Event description:
It was reported that during a stent placement procedure in the right superficial femoral artery, the stent allegedly cannot be opened. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was found with used deployment mechanism but with correctly loaded stent. During device testing the stent sheath was found blocked over the pusher, and the cassette post was found broken inside grip which was considered the reason for the reported deployment failure. Provided images match the condition of the returned sample, and further confirm the reported issue. The investigation leads to confirmed result for deployment failure and subsequent break of a force transmitting post inside grip. A manufacturing related issue could not be found. The vessel was pre-dilated, and 0.035" guidewire was used for access. Based on the investigation of the provided information, the investigation is closed as confirmed for deployment failure, and break of a force transmitting post inside grip. A definite root cause for the reported event could not be determined. Labeling/packaging review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use state: 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' Regarding pta the instruction for use state: 'predilution of the lesion should be performed using standard techniques.' Under required materials the instruction for use state 6f (2.0 mm) or larger introducer sheath, and 0.035-inch (0.89 mm) diameter guidewire. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.